Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: (strip code: 8p6g3): date: (B)(6) 2011, inratio: 3.4. (Lot # 247451). Pt is using a different finger for each test. She sometimes has difficulty getting sample and milks the finger. Pt also reports pricking finger before meter is ready. Pt takes high dose of warfarin in order to keep her inr within range, usually 10-12mg. Doctor lowered her dose on (B)(6) 2011 by 2mg because her result was toward the high end of her range.